Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced stuck button alarm. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer will discontinue to use the device. Troubleshooting indicated that pump requires replacement. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit received with all buttons responding properly. All buttons were tested while navigating the menus, and they all worked properly. No damage or moisture damage on keypad assembly. Unit passed the displacement test and self test. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any stuck key alarms that may have occurred in the past. The adapt tool reveals that two stuck key alarms were found on 01/29/2025 at 19:05:37.000 and on 19:15:01.000. In addition, pump error 63 was noted on 01/29/2025 at 05:18:07.000. (Filenum/linenum=632/5758) per software engineer log, pump error 63 was triggered in function processrfchipstuckcount(), since rf chip stuck counter value equal to 4 exceeded the limit, suspecting hw issue (rf-chip problem). Proceed by cutting the unit open and perform a visual inspection of connectors and electronic stack. No damage noted to keypad assembly or the keypad traces, and the j1 connector on pcb1 was locked properly during visual inspection. However, moisture damage was noted on motor and electronic assembly. Unit was also received with cracked belt clip rails and scratched case. In conclusion, customer concerns were not confirmed. All buttons functioning properly and no alarms noted during testing. However, pump error 63 was noted in adapt due to an rf-chip problem. Moisture damage was also noted on electronic and motor assembly during deconstructive analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.